Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor intermediate and near vision. The iol was explanted and exchanged with another lens with same model and diopter in the secondary implant procedure. There is no impact the patient.